Manufacturer narrative:
The product was not returned. If the product is returned in the future and there is any additional relevant information, a supplemental medwatch report will be submitted.bsc reference a00096155 / 639140

Event description:
Note: date of the event and procedure date are unknown. It was reported to boston scientific corporation in late 2007 that a mardis variable length ureteral stent set was used during a cystoscopy retrograde. Pyleogram stent insertion procedure (female patient; age and weight are unknown). According to the complainant, "the stent is calcifying in the patient, the stent is stuck and it hardens and imbeds itself in the wall. The stent was removed with laser lithotripsy." There is no information available as the result of this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".